Event description:
Unomedical reference number (B)(4). Event occurred united arab emirates. On (B)(6) 2024 patient reported infusion set cannula bent with many infusion sets. Description of damage was bent cannula. Site of insertion was abdomen,thigh and lower back. Duration of use was 1 day. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
(B)(6). Patient country: united arab emirates.